Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post operation check, the right atrial (ra) lead was pacing ventricle. Upon interrogation, the ra lead was in ventricle. Revision was discussed.

Event description:
New information noted that the lead was repositioned on (B)(6) 2018.